Manufacturer narrative:
An event of explant due to aortic valve regurgitation, torn cusp, heart failure, and hospitalization was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported leaflet tear is consistent with structural valve deterioration (svd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2016, a 23mm trifecta valve was implanted for severe aortic stenosis. On (B)(6) 2021, the patient presented with congestive heart failure. The right coronary cusp was torn causing severe aortic regurgitation. The valve was replaced with a 23mm non-abbott valve. The patient was reported stable and was discharged on (B)(6) 2021.